Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The iabp was leaking at the fill manifold. To fix the issue, the fse replaced the helium tubing, and the o-ring. The fse then performed all calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional and safety test per factory specifications. The unit was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium loss issue when the iabp was not in use. When the iabp was placed on a patient, there was a low helium alarm. Troubleshooting was done with certified clinical perfusionist and it was verified that the helium tank was opened and the o-ring was present and functioning. No patient harm, serious injury or adverse event was reported.